Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-02957 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02958 pertains to the second resolution clip device, and manufacturer report # 3005099803-2014-02959 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician advanced the clip into the biopsy valve, the over sheath twisted resulting in difficulty releasing the clip out of the catheter. ¿when retrieving the clip, there was no deployment or the clip cut in half.¿ it is unknown whether the clip was able to deploy correctly. The same issue occurred with the second and third resolution clip devices. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device noted that clip was fully deployed and not returned. The control wire was separated per design. A kink was noted on the control wire and over sheath. Approximately 12cm of the distal end of the over sheath was cut off and not returned. Based on the condition of the returned device, the reported failure of sheath buckled and accordioned was confirmed; however, product analysis could not confirm that the clip was difficult to advance out of sheath and the clip was difficult to release from the catheter. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-02957 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02958 pertains to the second resolution clip device, and manufacturer report # 3005099803-2014-02959 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician advanced the clip into the biopsy valve, the over sheath twisted resulting in difficulty releasing the clip out of the catheter. ¿when retrieving the clip, there was no deployment or the clip cut in half.¿ it is unknown whether the clip was able to deploy correctly. The same issue occurred with the second and third resolution clip devices. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.